Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/01/2017 with the following findings: during investigation, the pump failed to power on. Unrelated to the original complaint, there was corrosion found in the battery compartment. The battery compartment was found to be cracked. The pump leaked at the battery compartment. The pump was opened and there was no further damage of moisture found. The ¿no power¿ was due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4). (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.